Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were intermittently observed in the infusion set tubing with multiple cartridges. Subsequently the customer tried tightening the luer lock and subsequently insulin began leaking from the luer lock. Customer's blood glucose level was approximately 190 mg/dl. Reportedly, the customer changed the infusion set and successfully resumed insulin therapy.